Event description:
Micro invention web embolization turned into deep brain stimulation using software without patient consent. Serial numbers were stolen and sold. Can give names to obtain search warrants for electronics for software. Used in harassment case. No paperwork with consent stating or giving permission for dr. (B)(6), for deep brain stimulator or bmi bci interface. Data breach see last submission. Used implant date as start date. Too many dates to list otherwise. Can give names of hackers as well https://www.analyticsinsight.net/brainjacking-new-cyberthreat-targeting-brain-implants/ https://cisomag.com/how-brainjacking-became-a-new-cybersecurity-risk-in-health-care/amp/ https://itsecuritywire.com/featured/brainjacking-cybersecurity-threat/amp/.